Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 13 devices were taken from the current production (p/n 8884719009 voldyne 5000 volumetric exerciser lot # 73c2100527) at the manufacturing facility. The devices were functionally inspected, and issue reported " piston not moving properly" was not observed in the current manufacturing process. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "ball is not moving when patient breathes". Unknown patient condition at time of report. No patient harm reported.